Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had a rash. The patient's rash was located under the electrodes. The rash looked like a burn and was not itchy. The patient's physician advised the patient to continue using a lotion on the affected area. Follow-up indicated the rash was improving.